Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device from the same lot was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of no flow. The extension tubing sets were being used to deliver unspecified volumes of lactated ringer's at unspecified rates. The male adapters of unspecified primary tubing sets were connected to the clave ports of the extension tubing sets. The option-lok male adapters of the extension tubing sets were connected to the pts' IV access sites. After unspecified lengths of time while attempting to deliver unspecified medications through unspecified y-sites of the primary tubing sets, no flow was noted. At this time, the customer contact reported that no drops of solutions were also noted in the drip chambers of the primary tubing sets. It was reported that kinks were noted in the tubing at unspecified locations on the extension tubing sets. The extension tubing sets were replaced and the therapies were resumed. There were no reports of adverse pt effects and no reported delays in critical therapies critical to these pts. No medical interventions were required. Though requested, no additional information was provided.